Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to know how much bolus is needed. Blood glucose level at the time of the incident was 597 mg/dl. Customer was assisted with unlocking the insulin pump and was advised to bolus. Troubleshooting was not completed as the call was disconnected. The insulin pump was not replaced or returned for analysis.